Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 screw tip had specs at the end, and it was very difficult to look out of. The rptr clarified that the specs were noticed in the beginning of the procedure and only when the tip was secured on the scope and were observed in the monitor, which "looked like a blizzard." There were no leaks, cracks, or blood observed in the tip. A replacement unit was used to complete the procedure. There were no pt effects. The product was discarded.